Event description:
Pt reports that the chair where his pump was, had leakage on his last infusion and he felt that the pump may have been malfunctioning as it seemed to be infusing faster as well. He checked connections and everything seemed secure with the syringe etc. No other specifics regarding defective device provided. Unk if pt missed a dose, no adverse events reported. Pt is returning pump and receiving new one. Indication: (hizentra); common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to cvs/caremark by pt/caregiver.